Event description:
Hospital reported an adverse event attributed to hemolysis. Patient complained of abdominal and increased back pain three hours into treatment. Treatment was terminated and the patient was released to the their home as they refused to go to the emergency room. When the patient reported to work later the same day they complained of lightness in their throat and an increase in blood pressure. The patient was admitted to the emergency room for alleged hemolysis. Machine was functionally tested and found to be operating within manufacturer's specifications. The clinic's water system was also inspected and found to be within specifications.